Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inquired regarding the bolus calculations of the pump. Review of the bolus history verified that the bolus calculations were accurate on the date of the reported event; however, the previous bolus requests were unable to be located in the pump data logs. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond. There was no reported impact to the customer's blood glucose level.